Event description:
It was reported that a detachment occurred. The target lesion was located in the non-tortuous circumflex artery. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was difficult to advance. When it was pulled back to remove, the tip broke off and remained in the patient. The guide catheter was checked, and angiography was used but the tip could not be located. The procedure was completed successfully. There were no patient complications.